Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had evidence of intermittent t-wave oversensing. Boston scientific technical services (ts) recommended reprogramming the device sensitivity. The patient is not pacemaker dependent and there were no adverse patient effects. The device remains in service.